Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for right ventricular lead reposition procedure with tightness in the chest. There were no electrical anomalies but a CT scan showed possible myocardial perforation. The physician elected to reposition the lead to the septal wall. The patient was stable following the procedure and would be followed normally.